Manufacturer narrative:
This report is submitted july 9, 2018.

Event description:
Per the clinic, the patient experienced lack of clinical benefit from the device. Subsequently, the device was explanted on (B)(6) 2018 and the patient was reimplanted contralaterally with a new device during the same surgery.